Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information becomes available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly subsidiary of rti, received a complaint on (B)(6) 2020. An adverse event was reported through a post market survey for tutopatch® for dura substitution application via qualtrics survey software. The doctor indicated that in his 10 years of experience using the product, 5-10% of his patients/cases have experienced adhesions, csf fistulas, meningitis and subdural empyema; and 1-5% have experienced infection, csf leaks, granuloma and slow resorption. Additional information has been requested. To date, no additional information has been received.